Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause could not be conclusively determined. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During a polypectomy, the loop of the subject device could not be closed, but cut the polyp. The subject device originally is not intended to cut the polyp. The procedure was completed with the subject device. No patient bleeding was reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2016-10055 to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. The exact cause could not be conclusively determined. However, based on the similar cases in the past, omsc presumes the event occurred due to the following occurrence mechanism. 1. When the user strongly pulled the slider, the polyp was forcibly ligated. Then, the polyp was cut. 2. The user pulled the slider of the subject device further and the loop stopper came off from the loop. 3. The loop could not be closed since the loop stopper was missing. The instruction manual of the device has already warned as follows; *do not apply unnecessary force to the loop when ligating tissue during the procedure. Excessive force applied to the loop could cut the surrounding body cavity tissue, resulting in patient injury, such as hemorrhages or mucous membrane damage. It may also damage the endoscope and/or instrument.